Event description:
It was reported that a spectrum infusion pump's 0, 1 and 2 keys were not functioning. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the 0, 1, and 2 keys not functioning. Evaluation found limited keypad operation due to intermittent response of the 0, 1, 2 and 3 keys caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.